Event description:
Upon interrogation, programmer displayed "(B)(6) please notify biotronik". Device was running in a rom mode. The pt had previously been shocked externally. Device remains implanted.